Manufacturer narrative:
In a follow up communication and response received from the customer, the following information conveyed: "the scope in question has been reprocessed and has passed its 3m testing but the scope will be sent in to you for a review. This case was supposed to be closed the same day that it was open due to the fact that the scope passed its 3m test. The scope was fully processed once again and new test swabs were implemented. The scope was reprocessed and retested a second time and passed." The subject device was received on (B)(6) 2022 and it is being sent to the service center for evaluation. The device therefore is pending evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer olympus representative (rep). Reported the customer device failed the 3m (culture test) testing three (3) times and wanted to send in for service. There is no patient infection associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. Unrelated to the reported phenomenon, service repair device evaluation noted that leaking from the biopsy channel was observed. The biopsy channel was inspected with boroscope and found kink and tear mark on the channel. In addition, minor play observed during the angulation check and crack noted on a-rubber glue. Additionally, endoscopy support specialist (ess) visited the user facility site and observed the reprocessing procedure for eus scopes, particularly the gf-uct180. The reprocessing education for the device was scheduled to ensure the procedure is being performed properly. Legal manufacturer investigation: based on investigation gathered, it was determined that no patient has been infected. As a result of the culture examination at the facility, it was confirmed that it failed twice, and that it passed in the re-examination after the second reprocessed was performed. Culture studies have not been conducted at third-party institutions as the device passed the second culture test after the device was reprocessed. It has been pointed out that the cause of test failure may be a poor swab. Part of the required brushes are not used and adequate cleaning and aspiration was not performed. A review of the device history record found that the subject device was shipped in accordance with the specifications. No abnormalities were found. We could not conclusively specify the root cause of the suggested event. However, investigation noted that part of the required brushes are not used and adequate cleaning and aspiration was not performed. Based on the investigation results, it cannot be ruled out that there is a possibility that the re-process was inadequate due to deviations from the instructions for use as a link between the device and phenomenon . IFU (instruction for use) states as follows: reprocessingmanual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.